Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the reservoir retainer ring came half way off and they glued it to kept it in place. Troubleshooting was done for cosmetic damage. The customer stated that the reservoir did lock into place. Customer declined to troubleshooting for smell of insulin as they fixed ring with glue and thought that there was no longer smell of insulin. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test. The p-cap or reservoir locked in place properly during testing. Device received with cracked case at display window corners, display window, reservoir tube lip and battery tube threads.